Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found in backup mode. The device was reset successfully. There were no patient consequences.